Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that during a labral biceps procedure the lupine loop rapide anchor w/orthocord ds got bent and broke. All fragments retrieved. Visual observations revealed that the suture near the anchor was frayed. The suture was not in place. In addition, the anchor body was broken in the middle portion. The broken anchor was still attached in the suture. The reported complaint was confirmed. The results show that this batch of product was processed without any incident. The probable root cause of this failure is that the device was exposed to an elevated temperature during transportation/stock/trunk stock, and it was opened in the operating room prior to surgery. The elevated temperature and the tension on the suture could result in the bending of the anchor and then broken. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:6l82479, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a labral biceps procedure the lupine loop rapide anchor w/orthocord ds got bent and broke. All fragments retrieved. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation. The sales rep could not find any lot number.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.